Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation analysis found the pipeline distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open. The event cause could not be determined as the returned pipeline flex shield braid was fully opened and moderately frayed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-450-20 the pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient underwent embolization treatment for an unruptured aneurysm located in internal carotid artery in ophthalmic segment. The vessel was normal tortuous. It was reported that the pipeline did not open even after maneuvers indicated by the manufacturer. Removed the marksman microcatheter and pipeline. Devices were replaced and patient successfully treated. There were not any patient symptoms or complications associated with this event.